Event description:
The pt was treated with two smart control stent in the study to the left superficial femoral artery (sfa) and experienced an early occlusion. Approx, two weeks later, the pt was admitted overnight for a positron emission tomography (pet) scan to assess plaque morphology. The pt was readmitted approx a month after the index procedure for a left femoropopliteal bypass.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with MFR report numbers 9616099-2007-02005 and 9616099-2007-02006. Add'l info will be provided within 30 days of receipt.